Manufacturer narrative:
Associated device: (B)(4) omnifit eon cs 127 nksize 4 stem 23mm 127 neck, catalog #j6097-0425, lot # unk. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt had a revision surgery to replace the insert, screws, zirconia head (OEM product (ngk) by stryker (B)(4)) and stem due to osteolysis with a part of acetabuli and femur. The triad cup (OEM product (jmm) by stryker (B)(4)) was not revised.